Manufacturer narrative:
The device was returned and evaluated by a quality engineer. As received condition: item was returned from customer wrapped in a red biohazard bag. Outer carton with labeling was also returned, identifying sample as item (B)(4) nim trivantage emg endotracheal tube 8.0 mm from lot 0206694777. Markings on the tube confirm the identification of 8.0mm. Analysis results: when received, the tube was attached to an inflation syringe. The wire harness had been cut and the majority of the harness was not returned. The cuff was clearly torn in multiple directions, with edges twisted outward, indicative of a blow-out. Conclusion: the product analysis shows some indication of over-inflation of the cuff. The most likely root cause is over-inflation/ use error.

Event description:
It was reported that at the beginning of an anterior cervical discectomy and fusion, the surgeon noted there was a fitting issue with the 8mm emg tube was not big enough and there was not a ¿good seal¿. A larger emg tube was not available in the hospital stock, so they continued with the procedure with the same emg tube and increased the cuff with more air. About an hour and a half into the case it was perceived that there was an issue with the emg monitoring and the emg tube was removed. Upon removing the tube, it was observed that the emg tube cuff had burst. The patient was reintubated with a standard non-emg tube and the case was completed without further patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been returned; product evaluation is currently underway. Results - results pending completion of evaluation.